Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after opened up what was suppose to be a 38mm dome patella during a primary tka, but the inside box was completely empty. There was no implant inside the sealed sterile packaging.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: note: the complaint device was evaluated and investigated by the manufacturing site: depuy cork. Please refer to the attachment "investigation memo for (B)(4)" for the investigation report. No device associated with this report was received for examination. DHR review a review was completed of the device history record (DHR) and operations management system (oms) for the following: ¿ product code 151820038, work order (B)(4) was manufactured on 28-september2023. ¿ all raw materials met specification. ¿ 35 parts were manufactured to specification. Non-conformances: ¿ there were no non-conformances associated with this lot. ¿ there were no deviations associated with this lot. Reprocessing: ¿ there was no material reprocessing reports (mrr) associated with this lot. Conclusion: based on the current manufacturing investigation which has been completed, the following was concluded: ¿ the complaint is un-confirmed. ¿ as per the investigation above, there is no evidence of this defect occurring during the depuy synthes cork manufacturing process. ¿ the assignable cause is "cause not established". As there is no evidence that the complaint failure mode occurred under the control of depuy cork, the complaint is unconfirmed, there is no assignable cause which can be attributable to depuy cork operations. ¿ there is no impact on the sterility of the unit or integrity of the sterile barrier. Due to investigation findings, the manufacturing process has not identified any anomalies through the investigation to confirm it contributed to the defect, therefore no actions required. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: DHR review. A review was completed of the device history record (DHR) and operations management system (oms) for the following: ¿ product code 151820038, work order (B)(4) was manufactured on 28-september2023. ¿ all raw materials met specification. ¿ 35 parts were manufactured to specification. Non-conformances: ¿ there were no non-conformances associated with this lot. ¿ there were no deviations associated with this lot. Reprocessing: ¿ there was no material reprocessing reports (mrr) associated with this lot.